Event description:
Physician performed an svg to pda with mild calcification using c port xa device. No complications were noted upon completion of case. It is alleged that 1/2 hour after procedure, the patient was elevated to a standing position to take an x-ray when the patient's blood pressure rose to 175 and started to bleed. It was decided to take the patient back to the or to investigate.

Manufacturer narrative:
The chest was opened and there was no bleeding noted. Only after the pressure increased to 140 mmhg did the physician recognize bleeding from the toe. He added a buttress stitch, without the need to go on pump, and the bleeding stopped and the chest was closed again. There was no need for CPR. The patient was extubated, and is doing fine. There was some st elevation and they did an echo and the echo showed normal lv function. The actual device used in the case was not returned for evaluation.